Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
The caller reported the adhesive from the infusion set was not sticking to the skin. The cannula of the infusion set was pulled out of the skin immediately after insertion . The customer alleged that this has occurred twice, with each infusion set belonging to a different lot number. No adverse event was reported. The infusion set was requested to be returned for product evaluation.